Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. The 3x33mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the balloon of the sds was inflated to 12 atmospheres (atm). However, the balloon ruptured at 14 atm during the second inflation. The stent was successfully deployed and the sds was removed for the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported material rupture was confirmed. Scanning electron microscopy (sem) testing was performed. The testing concluded that the balloon leak may be attributed to mechanical damage to the outer surface. The leak was located at an area of strut impressions. Mechanical damage and tearing were documented at the leak edges. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.